Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified lesion in the moderately tortuous distal right coronary artery (rca). Pre-dilatation was performed using a 2.0x12mm unspecified balloon dilatation catheter (bdc). The 2.5x23mm xience xpedition stent implant was successfully deployed; however, a vessel dissection was noted, which was treated with deployment of another xience xpedition stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.